Manufacturer narrative:
The available information suggests this device is not available for return. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements. An invasive procedure was performed. This device was successfully explanted. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported.